Event description:
It was reported when using the pyxis medstation es system that it had a fridge failure. The customer reported issue occurred when dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no other findings were available. A field service engineer shut the fridge down and turned off the battery. After a few minutes, powered up the fridge to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device. Preventative maintenance was performed on the device.